Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient's activation was reportedly delayed due to an infection at the incision site. The recipient was prescribed antibiotics (type unknown). The recipient reports the inection has resolved.

Manufacturer narrative:
Additional information: section d.6b. Advanced bionics considers the investigation into this reportable event as closed. The cause of the infection is unknown. The recipient will be followed per center's protocol. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.